Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy fluid. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with amikacin injection and vancomycin injection (routes, doses, duration and frequencies not reported). At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was treated with fortum (doses, routes and frequencies not reported) for peritonitis. It was reported that the patient was recovered after eight days from the event onset. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.